Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose was 132 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump screen flashes and customer getting alarms sounds. Customer states the pump has been bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The devise will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Device also received with scratched lcd window.